Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 2.50x38mm target lesion was located in the left anterior descending coronary artery. A 2.50 x 38mm promus premier select stent was successfully deployed. During the procedure, a distal edge dissection was noted. To cover the edge dissection, another stent was implanted. The patient was reported to be stable following the procedure.